Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. No noise was recorded, and other lead measurements were stable. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp). The patient performed a remote interrogation and the shock impedance measurements were reportedly normal. No adverse patient effects were reported. The lead remains in service.